Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found that required full analysis. Concomitant medical products: 5076-52 lead, (B)(6) 2012, tissue valve x (B)(6), 2 (B)(6) 2005. (B)(4).